Event description:
During PICC insertion the catheter would not advance further than 3-4 cm; therefore it was decided to remove the catheter and discontinue the attempt. Upon removal of the catheter it was noted that approx 1/4-1/2 cm of the catheter tip was missing. X-ray of the arm revealed a visible catheter tip just below the skin. Surgical intervention was necessary to remove the catheter fragment.